Event description:
A customer reported through social media that they obtained the error message, "scan again in 10 minutes," while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer did not experience glycemic symptoms however a nurse obtained a blood glucose test of 368 mg/dl on a competitor brand meter and provide an insulin injection for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh003aq1t4 has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Sim vivo test was performed, and the results were within specification. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported through social media that they obtained the error message, "scan again in 10 minutes," while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer did not experience glycemic symptoms however a nurse obtained a blood glucose test of 368 mg/dl on a competitor brand meter and provide an insulin injection for treatment. There was no report of death or permanent injury associated with this event.